Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Product broke before use. No adverse event to patient.

Manufacturer narrative:
Examination of the returned device confirms the threaded insert has disassociated from the trial. The snap ring is missing and was not returned. The customer intentionally disassembling the snap ring from the screw for surgical preference or cleaning is the suspected root cause. Material damage at the site of the clip extraction is identified. A search of the complaints databases identified zero other reports against the product code. The device was sent to distribution in august 2006 and is over nine years old. The root cause is attributed to wear out secondary to use error. No corrective action necessary. Correct depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.